Manufacturer narrative:
The complaint instrument was not returned for a technical investigation. Therefore, no technical investigation on the subject could be performed. The corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The complaint event is not visible in the angiographic material provided. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU warns against re-insertion if the orsiro stent system was removed prior to expansion.

Event description:
An orsiro drug-eluting stent system was chosen to treat a mildly calcified lesion (80 percent stenosis degree) in a mildly tortuous rca. The lesion could not be crossed and therefore the device was removed. After re-introduction the stent was not on the balloon anymore. It was found outside of the patient.